Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 1 ((B)(6) 1999, vaginal delivery and birth of a girl), hearing loss and ear tube removal. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced rhinitis ("rhinitis /continuous nasal discharge, like rhinitis"), breast pain ("breast pain"), breast swelling ("breast swelling"), visual acuity reduced ("decrease of visual acuity"), rotator cuff syndrome ("shoulder tendinitis"), vomiting ("food intolerance with vomiting"), dyspepsia ("food intolerance with heartburn"), hypotension ("hypotension"), palpitations ("palpitations"), fatigue ("intensive tiredness episode"), fall ("iterative fall at home"), bartholinitis ("bartolinitis which led to excision"), lacrimation increased ("abundant jet-like lacrimation"), hyperhidrosis ("abundant sweating") and skin odour abnormal ("body odor"). An unknown time later she experienced back pain (seriousness criterion intervention required), allergy to metals ("allergy to nickel"), aptyalism ("absence of saliva"), breath odour ("bad breath"), neuromuscular pain ("neuromuscular pain"), ligament sprain ("sprain with bone tearing of the right ankle"), tendon pain ("tendon pain "), nausea ("food intolerance nausea"), memory impairment ("memory"), pain in extremity ("leg pain"), pneumonia ("pulmonary infection"), sleep disorder ("sleep disorder") and depression ("depressive disorder"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain and pain in extremity were resolving. The reporter considered allergy to metals, aptyalism, back pain, bartholinitis, breast pain, breast swelling, breath odour, depression, dyspepsia, fall, fatigue, hyperhidrosis, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, pain in extremity, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder, tendon pain, visual acuity reduced and vomiting to be related to essure administration. The reporter commented: following removal, some of the events improved but then occurred again. After the removal of essure: pain decreased for some days and reappeared after. In 2020, patient signed informed consent for hysterectomy (note: not reported if performed). All these events were related to essure and particularly to presence of nickel to which she would be allergic, of tin and chromium. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: insertion was satisfactory on both sides [pathology test] on (B)(6) 2020: histological examination of bilateral salpingectomy showed tubal mucosa with fibrous change [surgery] on (B)(6) 2020: removal of essure by bilateral salpingectomy and conization. During the surgery no adherence, no endometriosis, no infectious sequelae found. No perforation of essure seen in the pelvic cavity. After the surgery, radiography confirmed the removal of essure. Simple postoperative course [x-ray] on (B)(6) 2014: left shoulder radiography performed, normal the most recent follow-up information incorporated above includes data received on: 19-apr-2023: events lacrimation, sweating, body odor, sprain with bone tearing of the right ankle, neuromuscular and tendon pain, and metal allergy added. Event onset dates added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (B)(6) 1999, (vaginal delivery and birth of a girl), hearing loss and ear tube removal. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), visual acuity reduced ("decrease of visual acuity"), aptyalism ("absence of saliva"), breath odour ("bad breath"), rotator cuff syndrome ("shoulder tendinitis"), vomiting ("food intolerance with vomiting"), dyspepsia ("food intolerance with heartburn"), nausea ("food intolerance nausea"), breast pain ("breast pain"), rhinitis ("rhinitis"), palpitations ("palpitations"), fatigue ("intensive tiredness episode"), fall ("iterative fall at"), bartholinitis ("bartolinitis which led to excision"), hypotension ("hypotension"), memory impairment ("memory"), breast swelling ("breast swelling"), pain in extremity ("leg pain"), pneumonia ("pulmonary infection"), sleep disorder ("sleep disorder") and depression ("depressive disorder"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the back pain and pain in extremity were resolving. The reporter considered aptyalism, back pain, bartholinitis, breast pain, breast swelling, breath odour, depression, dyspepsia, fall, fatigue, hypotension, memory impairment, nausea, pain in extremity, palpitations, pneumonia, rhinitis, rotator cuff syndrome, sleep disorder, visual acuity reduced and vomiting to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: that the insertion was satisfactory on both sides based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 1 ((B)(6) 1999, vaginal delivery and birth of a girl), hearing loss and ear tube removal. On (B)(6) 2013, the patient had essure inserted. In 2014, she experienced rhinitis ("rhinitis /continuous nasal discharge, like rhinitis"), breast pain ("breast pain"), breast swelling ("breast swelling"), visual acuity reduced ("decrease of visual acuity"), rotator cuff syndrome ("shoulder tendinitis"), vomiting ("food intolerance with vomiting"), dyspepsia ("food intolerance with heartburn"), hypotension ("hypotension"), palpitations ("palpitations"), fatigue ("intensive tiredness episode"), fall ("iterative fall at home"), bartholinitis ("bartolinitis which led to excision"), lacrimation increased ("abundant jet-like lacrimation"), hyperhidrosis ("abundant sweating") and skin odour abnormal ("body odor"). Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), allergy to metals ("allergy to nickel"), aptyalism ("absence of saliva"), breath odour ("bad breath"), neuromuscular pain ("neuromuscular pain"), ligament sprain ("sprain with bone tearing of the right ankle"), tendon pain ("tendon pain "), nausea ("food intolerance nausea"), memory impairment ("memory"), pain in extremity ("leg pain"), pneumonia ("pulmonary infection"), sleep disorder ("sleep disorder") and depression ("depressive disorder"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the back pain and pain in extremity were resolving. The reporter considered allergy to metals, aptyalism, back pain, bartholinitis, breast pain, breast swelling, breath odour, depression, dyspepsia, fall, fatigue, hyperhidrosis, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, pain in extremity, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder, tendon pain, visual acuity reduced and vomiting to be related to essure administration. The reporter commented: following removal, some of the events improved but then occurred again. After the removal of essure: pain decreased for some days and reappeared after. In 2020, patient signed informed consent for hysterectomy (note: not reported if performed). All these events were related to essure and particularly to presence of nickel to which she would be allergic, of tin and chromium. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: insertion was satisfactory on both sides. [Pathology test] on (B)(6) 2020: histological examination of bilateral salpingectomy showed tubal mucosa with fibrous change. [Surgery] on (B)(6) 2020: removal of essure by bilateral salpingectomy and conization. During the surgery no adherence, no endometriosis, no infectious sequelae found. No perforation of essure seen in the pelvic cavity. After the surgery, radiography confirmed the removal of essure. Simple postoperative course. [X-ray] on (B)(6) 2014: left shoulder radiography performed, normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (25may1999, vaginal delivery and birth of a girl), hearing loss and ear tube removal. On (B)(6) 2013, the patient had essure inserted. In 2014, she experienced rhinitis ("rhinitis /continuous nasal discharge, like rhinitis"), breast pain ("breast pain"), breast swelling ("breast swelling"), visual acuity reduced ("decrease of visual acuity"), rotator cuff syndrome ("shoulder tendinitis"), vomiting ("food intolerance with vomiting"), dyspepsia ("food intolerance with heartburn"), hypotension ("hypotension"), palpitations ("palpitations"), fatigue ("intensive tiredness episode"), fall ("iterative fall at home"), bartholinitis ("bartolinitis which led to excision"), lacrimation increased ("abundant jet-like lacrimation"), hyperhidrosis ("abundant sweating") and skin odour abnormal ("body odor"). Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), allergy to metals ("allergy to nickel"), aptyalism ("absence of saliva"), breath odour ("bad breath"), neuromuscular pain ("neuromuscular pain"), ligament sprain ("sprain with bone tearing of the right ankle"), tendon pain ("tendon pain "), nausea ("food intolerance nausea"), memory impairment ("memory"), pain in extremity ("leg pain"), pneumonia ("pulmonary infection"), sleep disorder ("sleep disorder") and depression ("depressive disorder"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the back pain and pain in extremity were resolving. The reporter considered allergy to metals, aptyalism, back pain, bartholinitis, breast pain, breast swelling, breath odour, depression, dyspepsia, fall, fatigue, hyperhidrosis, hypotension, lacrimation increased, ligament sprain, memory impairment, nausea, neuromuscular pain, pain in extremity, palpitations, pneumonia, rhinitis, rotator cuff syndrome, skin odour abnormal, sleep disorder, tendon pain, visual acuity reduced and vomiting to be related to essure administration. The reporter commented: following removal, some of the events improved but then occurred again. After the removal of essure: pain decreased for some days and reappeared after. In 2020, patient signed informed consent for hysterectomy (note: not reported if performed). All these events were related to essure and particularly to presence of nickel to which she would be allergic, of tin and chromium. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: insertion was satisfactory on both sides [pathology test] on (B)(6) 2020: histological examination of bilateral salpingectomy showed tubal mucosa with fibrous change. [Surgery] on (B)(6) 2020: removal of essure by bilateral salpingectomy and conization. During the surgery no adherence, no endometriosis, no infectious sequelae found. No perforation of essure seen in the pelvic cavity. After the surgery, radiography confirmed the removal of essure. Simple postoperative course. [X-ray] on (B)(6) 2014: left shoulder radiography performed, normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: upon internal clarification it was identified that this case was duplicate of (B)(4), so this case needs to deleted from argus data base. All source documents, references & events source documents & all relevant information has been transferred to retention case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.